Manufacturer narrative:
Reportable malfunction/incident identified. Investigation in progress. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(4). This report is associated with product compliant: (B)(4). This spontaneous device only case, reported by a pharmacist who contacted the company to report an adverse event and a product complaint (pc), concerned a male patient on an unspecified and origin. Medical history and concomitant medications were not provided. The patient began taking unspecified insulin via a humapen savvio (blue) (dosage regimen and frequency of use not provided) subcutaneously, for diabetes mellitus beginning on an unspecified date. On an unspecified date, while on unspecified insulin treatment, when inserting cartridge something went wrong with the needle. He got the sensation that some units were left out and incorrect dosage was released and administered/ he had a feeling that the pen jumped over several units and did not receive the correct amount of insulin and the pen did not show the correct amount of insulin which was set. Further described, the content of the cartridge cannot be compressed, the units slide down without insulin being released from the cartridge ((B)(4)/ lot number 1412v03). Corrective treatment, outcome of the event and status of the unspecified insulin was not provided. The operator of the humapen savvio (blue) was the patient and his training status was not provided. The general humapen savvio (blue) duration of use was unknown while the suspect humapen savvio (blue) duration was approximately one year. The suspect humapen savvio (blue) associated with product complaint (B)(4) was returned to the manufacturer on 19nov2019. The initial reporting pharmacist did not provide an opinion of relatedness between the event and humapen savvio (blue). Additional information received on 20nov2019 from global product complaint database. Recoded the suspect humapen savvio (red) to humapen savvio (blue). Changed the lot number from unknown to 1412v03 and updated the device return status to returned to manufacturer. Added date returned to manufacturer for product complaint (B)(4) associated with the humapen savvio (blue) device. Corresponding fields and narrative updated accordingly. Upon review, the device age field was addressed. Additional information received on 12dec2019 from global product complaint database. Updated malfunction from unknown to yes/cirm. Case priority changed as a result.

Event description:
Lilly case ID: (B)(4). This spontaneous device only case, reported by a pharmacist who contacted the company to report an adverse event and a product complaint (pc), concerned a male patient on an unspecified and origin. Medical history and concomitant medications were not provided. The patient began taking unspecified insulin via a humapen savvio (blue) (dosage regimen and frequency of use not provided) subcutaneously, for diabetes mellitus beginning on an unspecified date. On an unspecified date, while on unspecified insulin treatment, when inserting cartridge something went wrong with the needle. He got the sensation that some units were left out and incorrect dosage was released and administered/ he had a feeling that the pen jumped over several units and did not receive the correct amount of insulin and the pen did not show the correct amount of insulin which was set. Further described, the content of the cartridge cannot be compressed, the units slide down without insulin being released from the cartridge ((B)(4)/ lot number 1412v03). Corrective treatment, outcome of the event and status of the unspecified insulin was not provided. The operator of the humapen savvio (blue) was the patient and his training status was not provided. The general humapen savvio (blue) duration of use was unknown while the suspect humapen savvio (blue) duration was approximately one year. The suspect humapen savvio (blue) associated with product complaint (B)(4) was returned to the manufacturer on 19nov2019. The initial reporting pharmacist did not provide an opinion of relatedness between the event and humapen savvio (blue). Update 20nov2019: additional information received on 20nov2019 from global product complaint database. Recoded the suspect humapen savvio (red) to humapen savvio (blue). Changed the lot number from unknown to 1412v03 and updated the device return status to returned to manufacturer. Added date returned to manufacturer for product complaint (B)(4) associated with the humapen savvio (blue) device. Corresponding fields and narrative updated accordingly. Upon review, the device age field was addressed. Update 12dec2019: additional information received on 12dec2019 from global product complaint database. Updated malfunction from unknown to yes/cirm. Case priority changed as a result. Update 27dec2019: additional information received on 26dec2019 from the global product complaint database. Entered the device specific safety summary (dsss). Updated the medwatch and european and canadian (EU/ca) device fields. Added the date of manufacture for the suspect device associated with (B)(4). Corresponding fields and narrative updated accordingly. Update 09jan2020: additional information received on 08jan2020 from the global product complaint database. Entered updated device specific safety summary (dsss). Updated the medwatch fields/ european and canadian (EU/ca) device information for (B)(4)associated with lot 1412v03 of humapen savvio (blue) device. Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
B.5. Narrative field; new updated and corrected information is referenced within the update statements in b.5. Please refer to statement dated 09jan2020 in the b.5. Field. No further follow up is planned. Evaluation summary: a pharmacist reported on behalf of a male patient that when the patient inserted a cartridge into his humapen savvio device something went wrong with the needle. The patient felt that the pen jumped over several units and he did not receive the correct amount of insulin, and the pen did not show the correct amount of insulin that was set. No adverse event was reported as a result of the underdose. Investigation of the returned device (batch 1412v03, december 2014) found the device could not be dosed. Further investigation of the device found the face clutch spring diameter was out of specification; the out of specification spring was interfering with the housing collar. This interference restricted the ability of the spring to engage the clutch mechanism. Without proper engagement of the clutch mechanism, up to a 100% underdose can be delivered. Malfunction confirmed. This is the first occurrence with this type of issue for this savvio batch. Corrective actions were implemented to improve the face clutch spring gauging operation beginning with batch 1608v08 (manufactured august 2016). The gauge fixture was re-designed, acceptable springs are placed in a tray to eliminate potential tangling, and work instructions were created or revised to reflect the new gauging process. In addition, a corrective action was implemented to include a 100% functional inspection for proper clutch engagement beginning with batch 1612v01 (manufactured december 2016). The batch associated with this complaint was manufactured prior to these corrective actions. There is no evidence of improper use or storage.